Manufacturer narrative:
This supplemental report is being submitted to correct the previous data submitted in b5 and h6. Please see the updates in section: h10. Please disregard the previous information reported in b5, as it was inadvertently pasted or copied in error (it was found that the tip of the brush had foreign material). Please disregard selections made in h6: component code (3123), and h6: medical device problem (4048) that were inadvertently selected and cannot be removed.

Manufacturer narrative:
E1: full establishment name: (B)(6).. The device was returned to olympus for evaluation and the evaluation found that due to a pinhole on the channel tube, the water tightness was lost. The adhesive on the bending section cover had a chip. Due to a dent in the channel tube, the forceps could not be inserted smoothly. Image guide bundle had significant breakages and stains. Due to damage to the charged coupled device unit, the specified resolving power was not obtained. The connecting tube had a dent. In addition, residual liquid or foreign material was found coming out of the channel tube; however, the contamination of the device cannot be confirmed. The device was not cleaned, disinfected, or sterilized before being sent back for device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope the forceps channel had a pinhole (air/water leakage from the channel). The device was returned for evaluation. During the device evaluation, it was found that the tip of the brush had foreign material, and the insertion tube coating was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information received from customer on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely incorrect or insufficient reprocessing method or handling of the device caused the foreign material to adhere to the distal end section. However, a definitive root cause could not be determined. In addition, it is likely stress of repeated use, external factors, or handling of the device cause the coating to peel. However, a definitive root cause could not be determined. The following information was provided for reprocessing: it was reported that the device was not cleaned, disinfected, and sterilized before requesting repair. The following information in instructions, operational manual describes how to inspect the subject events found in chapter 3 ¿preparation and inspection¿ section 3.2 ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.